Manufacturer narrative:
The endoscopic camera manipulator has been returned to intuitive surgical for evaluation and failure analysis is currently in progress. Following completion of the device evaluation, a supplemental medwatch will be submitted including the failure analysis results. Based on the information provided, this complaint is being reported due to the occurrence of a recoverable error 23008 fault rendering the davinci system unavailable after the start of a davinci surgical procedure, and subsequently leading to conversion to a laparoscopic procedure.

Event description:
It was reported that during a da vinci total benign hysterectomy surgical procedure, the system displayed a recoverable error code 23008. The initial reporter indicated that the customer had placed ports, but no instruments were installed at the time the reported issue occurred. An isi technical service engineer advised the customer to rotate axis 4 of the endoscopic camera manipulator and cycle the system power. The system was power cycled and homed; however the issue was not resolved. The initial reporter indicated that the surgeon had subsequently decided to convert from the davinci procedure to a laparoscopic procedure. No adverse event was reported to have occurred. Subsequent follow-up with the initial reported further confirmed that the patient did not sustain any injury or complications as a result of the conversion to the laparoscopic procedure. On 01/09/2016, an intuitive surgical technical field specialist tfs) performed a field evaluation of the system. The reported error was reproduced during testing as well as verified during review of the system logs. The tfs resolved the reported error 23008 code issue by replacing the endoscopic camera manipulator and returning it to intuitive surgical for further evaluation.

Manufacturer narrative:
The endoscopic camera manipulator (ecm) was evaluated by intuitive surgical, inc. (Isi). Failure analysis investigation reproduced the reported complaint. During functional testing of the ecm, the error 23008 was generated at start-up on axis 4 multiple times and would not clear. The a4 motor encoder was replaced in order to address the reported complaint. Device history record (DHR) review-device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint.